Event description:
On 04/30/2010, during the initial service eval of a n-550 returned to the (B)(4) service center for a malfunction at start-up, the covidien technician also determined that the speaker was faulty; speaker volume was identified to be too low. No pt involvement.

Manufacturer narrative:
The malfunction at start-up of an error code by the saturation pcb was not related to the speaker failure. Customer declined to repair the n-550, and the unit was returned to the customer without repair.